Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were not responding. Customer stated she woke up and her blood glucose value was 357 mg/dl. She was attempting to give a correction but the keypad did not work; treated with manual injection. Device was not exposed to moisture. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked case near a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.